Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred one day after the sensor had been inserted in the abdomen. The patient was driving his truck and lost consciousness and wrecked the truck; the patient did not experience any previous symptoms. An ambulance was called, and he was taken to the hospital, the patient regained consciousness in the ambulance. Due to the car accident the patient experienced a shoulder injury. At the hospital they took a blood glucose reading which was 35 mg/dl, and the patient reported that he did not receive any alarm for hypoglycemia as the cgm reading was around 80 mg/dl (the cgm reading did not pass the set low alert of 80 mg/dl or the urgent low alert), the patient felt his cgm was 50 points higher than the bg reading. The patient could not remember the medication that was provided to him, and he was kept overnight at the hospital for observation. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 50 points. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.